Event description:
It was reported that following a trial procedure the patient implant site was bleeding. The patient underwent a revision wherein the wound dressing and or cables were replaced. The patient was doing well with good coverage postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7249807.